Event description:
Allegedly the patient was revised due to recurrent dislocations (left). Previous closed reduction done on (B)(6) 2017, captured under complaint .(B)(4). Additional information determined through investigation, part was removed during the (B)(6) 2017 surgery.